Manufacturer narrative:
Correction: the correct catalog number is 92130; not 90432 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the recipient was sedated and underwent a surgical procedure to replace the abutment on (B)(4) 2013.